Event description:
Event description guidant/crm received information that this implantable pulse generator (ipg), during transtelephonic monitoring, had an elective replacment indicator. The ipg later went to no output and was replaced.